Event description:
It was reported that during a lsh procedure on the third firing of the device it would not open from the tissue. Another instrument was used to remove the device. Another device was used to complete the case no pt consequence.

Manufacturer narrative:
.